Manufacturer narrative:
The technician replaced the scale board and recalibrated the scale to repair the bed.

Event description:
Info received indicates the scale shows error 2 (calibrate scale) but the scale will not calibrate due to corrosion on the scale board.